Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a blocked pump. The ipp pump was removed and replaced. There were no further complications in relation to this event.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific was unable to confirm the reported blocked pump; the pump performed within specifications. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, and functionally tested; no visual damages were found upon inspection. Under microscope examination it was observed that the pump kink resistant tubing was worn down to the filament; no leaks were present. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a blocked pump. The ipp pump was removed and replaced. There were no further complications in relation to this event.